Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customers blood glucose level was 171 mg/dl at the time of incident. The customer stated that the insulin pump shows 5 lines and when self test was done the insulin pump still showed the lines and no black display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received missing segments, problem isolated to electrical board.